Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500452 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were only half embedded in the skin. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with the trigger partially engaged. The staples appeared to be misaligned. The stapler was returned with 27 staples left in the cartridge indicating that at least 8 staples have been fired by the end user. (B)(4). An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to properly form and release. No more staples fired. The stapler was disassembled and it was confirmed to have been assembled correctly. It could not be determined what prevented the first staple from being released. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states other remarks: "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples were only half embedded in skin" was confirmed based upon the sample received. One staple was able to fire and release. However, no more staples were able to fire. The remaining staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 27 staples left in the cartridge indicating that the stapler was fired at least 8 times by the end user. No errors could be found in the assembly and a device history record review was performed with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples were only half embedded in the skin. There was no patient injury.